Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 13 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.